Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient experienced auditory hallucinations, bradycardia, hypotension and hypo xia. It was also noted that the patient needed three months to get back to normal health. Extended hospitalization was required because the replacement implantable pulse generator (ipg) has been misprogramed to the wrong settings. Ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.